Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-03292. It was reported that, one of the leads displayed high impedance on few contacts. Surgical intervention may be pending to address the issue. It is unknown which lead is liable so both leads are reported.

Event description:
Additional information received that patient underwent surgical intervention where in the system was replaced addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.